Manufacturer narrative:
The sample was collected in a green top plasma tube. No centrifugation data was supplied. Per the customer qc charts, qc was recovering within +/-2sd from the established mean prior to and on the date of event. A system check report dated (B)(4) 2011 indicates all portions passed within published specifications. The system maintenance log indicates all daily and weekly maintenance was performed and up to date. Service was not dispatched for this event. Although interference is likely, no definitive root cause can be determined.

Event description:
A customer reported to beckman coulter, inc. (Bec) that access 2 immunoassay system generated elevated troponin (accutni) results, above the acute myocardial infarction (ami) threshold, on one patient's sample. The results were reported out of the laboratory, but did not match the clinical presentation of the patient. Repeat testing by an alternate method, abbott I-stat, produced a negative result. The customer stated there was no death or injury to patient requiring medical intervention or change to patient treatment attributed or connected with this event. Note: accutni assays performed on previous draws from this patient also produced results above the ami cut off. The events on (B)(6) 2011 and (B)(6) 2011 are documented in reports #2122870-2011-04650 and #2122870-2011-04651, respectively.